Event description:
It has been reported that the device may not have prompted for CPR after the analysis period where no shock was advised. The are no known consequences to the patient.

Manufacturer narrative:
Updated record to reflect the patient outcome of death.